Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) was being performed as part of a concomitant procedure using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). During the procedure, transeptal access was lost while exchanging the therapy sheath for the watchman double curve sheath. Imaging was intermittently lost due to technical issues. Once imaging was restored, a posterior pericardial effusion was identified, though the exact source could not be confirmed. A pericardial tap was performed, removing more than 20 syringes of 20cc each. The blood was subsequently transfused to the patient. After heparin reversal, a thrombus was discovered in the right atrium attached to the eustachian valve. No definite perforation was visualized, but it was suspected that the wire may have perforated either the left atrial appendage or possibly the right atrial appendage during the period when imaging was unavailable. The procedure was terminated, and no further complications occurred. The physician plans to attempt the watchman implant again at a later date.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) was being performed as part of a concomitant procedure using a watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds). During the procedure, transeptal access was lost while exchanging the therapy sheath for the watchman double curve sheath. Imaging was intermittently lost due to technical issues. Once imaging was restored, a posterior pericardial effusion was identified, though the exact source could not be confirmed. A pericardial tap was performed, removing more than 20 syringes of 20cc each. The blood was subsequently transfused to the patient. After heparin reversal, a thrombus was discovered in the right atrium attached to the eustachian valve. No definite perforation was visualized, but it was suspected that the wire may have perforated either the left atrial appendage or possibly the right atrial appendage during the period when imaging was unavailable. The procedure was terminated, and no further complications occurred. The physician plans to attempt the watchman implant again at a later date.